Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unit received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm in alarm history screen. Motor may have had an intermittent failure not detected during our testing. Motor was tested outside the device and passed. Unit received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a motor position encoder error alarm. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 123 mg/dl. Customer also reported that the insulin pump was scratched near the display screen. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.